Event description:
The manufacturer's representative reported that the device was explanted due to infection. No other details were provided at the time of this report. No hcp contact information is available for follow-up at this time.